Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the issue "all sutures placed in surgical site ruptured" occur during surgery or after surgery (post-op treatment)? If post-op, was wound dehiscence observed? Were there any patient consequences? What is the procedure name? Can you identify the product code and lot number of the product that was used? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Events reported via: 2210968-2023-09936,2210968-2023-09937.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, it was reported that all sutures placed in surgical site ruptured no adverse patient consequences were reported. Additional information was requested.